Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with cefapime 1gm daily intraperitoneally for the peritonitis event. Therapy with cefapime was completed on the day the patient was recovered from the peritonitis. Six days after the start of hospitalization, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event eight days after hospital discharge. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number gd896936. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.